Manufacturer narrative:
Reportable malfunction with the noxboxi device was investigated and documented by the service provider. The root cause identified was a malfunction within the power supply unit (psu) board. Review of the log file confirmed that a low battery or critical delivery fault did not alarm as a result of this component failure. This failure prevented the device from supplying the alternating current (ac) received from the power brick to its internal electronics. Replacement of the psu board during servicing restored the device to manufacturer performance specifications. Complaint files have been reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
(B)(6) hospital reported that during inhaled nitric oxide (ino) therapy using the noxboxi device a product problem occurred where the device unexpectedly powered off during therapy without alarming. The hospital staff reported that despite the device being connected to external power, the device would not power back on following the event. The rn took remedial action by successfully exchanging the device. No patient harm was reported by the hospital staff.